Manufacturer narrative:
The physical sample was not returned for evaluation, only a photo of the device. Visual evaluation noted blood and a cuff roll on the catheter balloon area. The lot number is unknown therefore a device history record could not be reviewed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. (B)(4).

Event description:
It was reported that the balloon developed a cuff upon removal. The balloon was pretested.